Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included acid reflux (oesophageal), gallbladder removal, gallstones, vaginal discharge, c-section, menorrhagia, iron deficiency anemia, uterine fibroids and multiparous. Previously administered products included for an unreported indication: depo provera. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"), 10 days after insertion of essure. In (B)(6) 2011, the patient experienced thrombosis ("blood or heart disorder/condition type: blood clotting"). In (B)(6) 2016, the patient experienced the first episode of rash papular ("rashes or skin conditions type: rash on stomach/tiny raised bumps on stomach"). On an unknown date, the patient experienced urticaria ("hives or tiny raised bumps") and the second episode of rash papular ("hives or tiny raised bumps"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, thrombosis, dyspareunia, urticaria and the last episode of rash papular outcome was unknown. The reporter considered dyspareunia, pelvic pain, thrombosis, urticaria, the first episode of rash papular and the second episode of rash papular to be related to essure. The reporter commented: discrepancy noted : insertion date reported as (B)(6) 2011, (B)(6) 2011. Left: three coils were noted to be left trailing into the cavity. Right: loaded into successfully in this ostium as well noted to be trailing into the cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included acid reflux (oesophageal), gallbladder removal, gallstones, vaginal discharge, c-section, menorrhagia, iron deficiency anemia, uterine fibroids and multiparous. Previously administered products included for an unreported indication: depo provera. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"), 10 days after insertion of essure. In (B)(6) 2011, the patient experienced thrombosis ("blood or heart disorder/condition type: blood clotting"). In (B)(6) 2016, the patient experienced the first episode of rash papular ("rashes or skin conditions type: rash on stomach/tiny raised bumps on stomach"). On an unknown date, the patient experienced urticaria ("hives or tiny raised bumps") and the second episode of rash papular ("hives or tiny raised bumps"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, thrombosis, dyspareunia, urticaria and the last episode of rash papular outcome was unknown. The reporter considered dyspareunia, pelvic pain, thrombosis, urticaria, the first episode of rash papular and the second episode of rash papular to be related to essure. The reporter commented: discrepancy noted : insertion date reported as (B)(6) 2011, (B)(6) 2011. Left: three coils were noted to be left trailing into the cavity. Right: loaded into successfully in this ostium as well noted to be trailing into the cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Case became serious incident and medically confirmed. Essure removal details, rcc, medical history and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.